Event description:
(B)(4). Same case as: 2134265-2011-04043. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. A percutaneous coronary intervention was performed to the left anterior descending (lad). The physician crossed a non-bsc wire to the distal lad. Predilation was performed to the proximal and mid lesion with a 2.5x10mm non-bsc balloon. A 2.75x20mm taxus element stent was deployed to the mid vessel lesion and a 2.75x16mm taxus element stent was deployed to the proximal lesion. Post dilation was performed with a 3.0x15mm quantum balloon with good result. Moderate atheroma between the two stents was treated conservatively to avoid risk of occluding the side branch. Angiography of the right coronary artery (rca) was satisfactory with no in-stent restenosis noted. In (B)(6) 2011, the patient returned for a staged percutaneous coronary intervention to the left circumflex (cx). It is noted that the patient experienced in-stent restenosis. Initial left coronary angiography showed the proximal lad taxus element stent to be satisfactory but 80% focal restenosis of the mid-vessel taxus element stent was noted. The mid lad was treated for in-stent restenosis and stent thrombosis. The lesion was dilated with a 2.0x10mm non-bsc balloon. The physician deployed a 2.5x16mm promus element stent. Post dilation was performed with a 3.0x15mm quantum balloon. The proximal left cx was stented with a 2.5x20mm promus element stent. Post dilation was performed with a 3.0x15mm quantum balloon with excellent results. Residual stenosis was 0%. The event was considered resolved with residual effects.

Event description:
It was further reported that the lesion located in the proximal lad was 70% stenosed, 3.0mm in diameter and 16mm long. The lesion located in the distal lad was 80% stenosed, 3.0mm in diameter and 20mm long. There was no event of stent thrombosis as previously indicated, just in-stent restenosis. The 2.75x16mm taxus element was not related to the in-stent restenosis as previously noted only the 2.75x20mm taxus element stent. The 2.75x20mm stent was deployed in the distal lad, not the mid vessel lesion as previously indicated.

Manufacturer narrative:
Describe event or problem - corrected from initially reported as in-stent restenosis and thrombosis as an event of only in-stent restenosis. The 2.75x20mm stent was deployed in the distal lad, not the mid vessel lesion as previously indicated. Also, the 2.75x16mm taxus element was not related to the in-stent restenosis as previously noted. Updated - upn- search, upn, catalog/model #, device lot number, device expiration date, if implanted, give date, other relevant history, device manufactured date, describe event or problem. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).